Event description:
Date of event was not provided. Product serial number and diopter power were not provided. It was reported that: leading haptic stuck to optic causing a capsule tear; lens was removed.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred inside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - corrected to no. Additional information: g2 - indicated company representative for investigation g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information. H3 - indicated device not returned. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product serial number was not available for investigation. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation. Based on available information, we believe this event was not caused by our product quality.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as covered under the warnings section of the product's instructions for use (IFU). (B)(4). Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Date of event was not provided. Product serial number and diopter power were not provided. It was reported that: leading haptic stuck to optic causing a capsule tear; lens was removed.